Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's father stated an infection was found in the fat underneath the sensor patch upon removal of the sensor on (B)(6) 2019. General practitioner examined the skin reaction and prescribed antibiotics. At the time of contact, the wound was healing, and the patient was fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.